Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Sales rep reported as surgeon was using the anchorage plating system for a left toe surgery, mtp fusion of 2 bones, the screw went through the plate of the locking hole using a drill guide. Rep stated 2nd screw loaded with no problem. Surgery completed successfully.